Manufacturer narrative:
A customer contacted resmed to request assistance troubleshooting an astral device with an unresponsive screen during device shut down. An astral support representative went through the troubleshooting steps with the customer over the phone. Troubleshooting resolved the customer issue and the device was operating normally. No device was returned to resmed for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.